Manufacturer narrative:
Meter lagx013s00039 has been returned and investigated with retained strips. Visual inspection was performed in the returned meter and no issues were observed. The meter did not power on with button depression or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the universal serial bus (usb) cable. The meter was de-cased and an internal inspection and the u2 chips was stuck inside the usb port was observed. An extended investigation was conducted. Performed a visual inspection on the de-cased meter revealed a loos u2 chip was suck inside the usb port. The damage was caused by the de-casing process, where the u2 component was dislodged from the pcba (printed circuit board assembly) and found loose inside the strip port. U2 componant is a complementary metal oxide semiconductor (cmos) inverter, which supplies voltage for the microprocessor and two indicator light emitting diodes (leds) on the pcba. This component was damaged and cannot be reattached to the pcba, making it unusable for testing. Therefore, this issue will be unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on the returned product.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.